Manufacturer narrative:
Submit date: 11/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports tear in inner wrap - slitting light covers.

Manufacturer narrative:
It was updated based on additional information received from the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports tear in inner wrap; slitting light covers. No patients involved. Issues were discovered during set up. It is unknown if the lite gloves were too tight when being placed. A new glove was placed when issue was noticed. Lot number is unknown because the components are not lot tracked.